Event description:
Per medwatch report received (from customer?), "while removing jp drain, tubing broke leaving drain and distal prolion of tube (approximately 1-1.5 inches long) in the pt. The pt was taken to the or for removal."